Event description:
It was reported that a patient was implanted with a 31mm epic mitral valve was implanted in 2021. It was noted that on an unknown date there was valve deterioration noted. The serum dna was negative for infection. The physician observed that leaflet adjacent to aortic/mitral curtain was torn off on the medial trigone positioned post. The 31mm epic mitral valve was explanted and replaced with a non-abbott valve. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Implant date: has been estimated to (B)(6) 2021 as only the year of implant was provided.

Manufacturer narrative:
An event of explant due to valve deterioration and torn cusp were reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported event of torn cusp is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in torn cusp such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Abbott requested but did not receive any information from the field about the patients medical history and predisposition to the factors cited above. Abbott also requested for images of device but this was not provided by site.

Event description:
N/a.